Event description:
Pt underwent a primary laminotomy at l4/l5. Both gelfoam and adcon were administered during surgery. At the time of surgery, no dural tears were apparent. One week post-operatively, the pt presented with symptoms of cerebrospinal fluid leak. At that time, the pt underwent reoperation to repair the cerebrospinal fluid leak (no adcon given to re-op). Four weeks after the reoperation, pt again presented with signs of a cerebrospinal leak. The pt then underwent a second reoperation to repair the leak. The pt subsequently recovered.